Event description:
The following medical device '102" 10 drop primary set w/2 clave®, remv 3 gang 4-way stopcocks, 3 microclave®, rotating luer, 2 ext' reportedly leaked unspecified anesthesia on an unspecified date. There was no report of any human harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for testing at this time. The complaint investigation is pending.